Event description:
Procedure type: gastrectomy. According to the reporter: it was very hard and difficult to assemble the metallic trocar with the anvil and it could not be done even outside the patient cavity. Once the loading unit was fired, it could not be opened causing loss of tissue since it was trapped in the jaws. The laparoscopic surgery had to be converted to an open procedure with a delay in operative time of around 1 hour. The patient is in good condition.

Manufacturer narrative:
(B)(4).